Manufacturer narrative:
Product analysis: at analysis during inspection of the cable connector it was noted that the pin on the patient connection was disturbed and that the battery bay was contaminated. The analyzer failed incoming testing. The analyzer was to be sent on for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was returned for loaner restock subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.